Event description:
A volume discrepancy was initially reported: actual residual volume greater than the expected residual volume. Arv: approx. 20 ml, erv: approx. 3ml. This was the first refill following implant. Pt experienced flu-like symptoms following the pump replaced and the pt was readmitted to the hospital. Per reporter pt's pain had actually improved over (B)(6). A dye and rotor study were planned. Drug infused was morphine.

Manufacturer narrative:
(B)(4).